Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zebd-7-12 was to be placed in bile duct approaching from duodenal via endoscope. After est (endoscopic papillotomy), the physician straightened zebd-7-12 and attempted to pass it over a guidewire (olympus/visiglide 25) placed in the intrahepatic bile duct, but the guidewire did not pass through due to a kink at the pig tail part. He used another same device (unknown lot) in the hospital. No health hazard.